Event description:
The customer reported that the following infusion was set prior to the pt arriving to the unit at 1400: nitroglycerine 250 mls bottle running on channel a at 1.5 ml/hr. Naci 500 mls bag running on channel b at 50 ml/hr. Tirofiban 250 mls bag running on channel c at 10.8 ml/hr. The next morning at 0930, the staff changed the tirofiban bag before the pt went to the cath lab. When the pt arrived in the cath lab at 0945, the clinician noticed that the infusion for channel b and c had been swopped. The tirofiban infusion was running on channel b at 50 ml/hr and the naci was running on channel c at 10.8 ml/hr. This resulted in an over infusion of the tirofiban and an under infusion of the naci. This file is for the under infusion of naci event. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Log review only. Device involved in this event will not be returned. The event logs have been received and the log review is pending. A follow up report with failure investigation results will be submitted once the review has been completed.